Manufacturer narrative:
(B)(4). D10: 010000663, item name: g7 pps ltd acet shell 52e, lot#: 7400303. G2: foreign: canada. The device will not be returned for analysis as it remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted h3 other text: device remains implanted.

Event description:
It was reported that while inserting the screw through the cup, the screw proceeded through the screw hole in the cup and into the acetabulum. Unsure if the screw head is too small or the screw hole is too big as the screw is unable to be retrieved for inspection. There is no additional information available at the time of this report.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: right total hip arthroplasty with two acetabular screws, one of which has penetrated the acetabular cup and is fully seated within the bone a definitive root cause cannot be determined. It is unknown if the correct drill guide was used during the procedure. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The root cause of the reported issue is attributed to user error, as the surgeon did not follow the g7 surgical technique and did not use the gold drill guide during the procedure for proper placement of the screws. This complaint was confirmed based on the provided x-rays. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.